Manufacturer narrative:
Gtin number: unknown. (B)(4). No known device problem.

Event description:
A patient was implanted with an amplatzer muscular vsd occluder (muscvsd); however, upon final release of the muscvsd from the delivery cable, the sheath was not advanced far enough over the tip of the delivery cable and the delivery cable tore the right atrium. The model/lot of the amplatzer torqvue delivery system is unknown at this report. Per report the patient died.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient was implanted with a 6 mm amplatzer muscular vsd occluder (muscvsd) (lot 5117929); however, upon final release of the muscvsd from the delivery cable, the 6f amplatzer torqvue 180 delivery system (lot unknown) sheath could not be advanced far enough over the tip of the delivery cable and the delivery cable is suspected to have perforated the right atrium which lead to an effusion. Per report the patient died on (B)(6) 2016 two days post effusion and ECMO support.